Event description:
See initial report.

Manufacturer narrative:
H10: no service activity was requested and performed by livanova field service technician on this unit and no further complaints have been reported. Based on the above facts, it can be assumed that the issue did not reoccur and that the reported event was not caused by any hardware malfunction. Based on the above, it cannot be ruled out that a missed warm-up phase or an improper hospital gas supply have led to the reported deviation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error code associated to discrepancy between the set and the actual gas flow value during procedure. There was no report of patient injury.